Event description:
Multiple malfunction alarms were reported. There was no reported adverse impact to the customer's blood glucose level. Customer declined to share an alternate method of insulin therapy.